Event description:
The facility reported a colleague infusion pump with a failure code of 545:320:844:0000. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 5.03.00 which is categorized as unremediated. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 545:xxx was discovered and confirmed in the pump's event history by a baxter service technician. The root cause of this condition was assigned to a defective uim (user interface module) pcb(print circuit board). The uim pcb was replaced to correct this condition.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.